Event description:
It was confirmed through imaging, that the patient's pump had flipped. The patient did not experience any symptoms. The pump was repositioned and the patient was stated to be "doing well". The medication being delivered via the device system was not reported.

Manufacturer narrative:
.